Event description:
Customer compliant - limited data available: "the blood glucose strips are inaccurate as they read very different numbers while testing the same finger immediately after the other. In addition, they are reading much higher than the actual value." "The first time I observed an error was yesterday 10/23/23 when the glucometer read 99 and my lab results showed a glucose of 82, then today (B)(6) 2023 I took three separate readings 83,106, and 99 all in the span of 5 minutes with n other variables changing."